Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition was confirmed. The assignable root cause was traced due to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device would not run, the motor and electrical control unit were damaged, the coupling, bearing, and seal were worn and the trigger was sticky. It was further determined that the device failed pretest for check for sticky speed trigger, check trigger and check the attachment coupling. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.